Manufacturer narrative:
Blood loss is addressed in the IFU. Transfusion of blood products is not specifically addressed in the IFU. Valve leaks are not addressed in the IFU. No product was returned to assist in the investigation at this time. Check-flo discs critical dimensions are inspected during incoming quality control. There is 100% inspection of the captor valve assembly, verifying the valve collar is completely snapped into the valve chamber. In addition, the orientation of the check-flo discs are confirmed and the discs are examined to be free of tears. A piece of tubing is used to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA for this failure mode is currently open. We have found that tears in the webbing of the discs contribute to valve leakage. The cause of the tearing is unknown at this time, but we have found process improvements at the supplier level that likely reduce the occurrence of the failure mode. We are continuing to evaluate actions taken at this time and additional long term actions. The same positioner is used for the 20 fr sheath and a small od positioner is used for the 18 fr sheath. Based on the examination of returned complaint devices and the CAPA investigation, the spacing between the gray positioner and sheath does not contribute to valve leakage. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).

Event description:
A (B)(6) female patient under went aaa repair following taa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a zenith flex aaa endovascular graft bifurcated main body and another manufacturer's leg graft. During procedure, blood leaked from the capter valve. Total of 650cc was leaked and 800cc was transfused. The procedure was completed. The patient's condition after the procedure is unknown as not provided by reporter.